Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr. Device. One of the needles missed the barrel and presented in the subcutaneous tissue. Needle backdown was unsuccessful. The cardiologist inserted hemostats through the dermatotomy and retreived the needle. The device was removed and the closure achieved using the sutures from the device. The pt recovered without incident.